Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal ng stent was used to treat a stricture in the mid esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patients' anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the ultraflex¿ esophageal ng stent but after passing the stricture, the stent thread did not release completely. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system was returned for analysis. Visual evaluation found the stent was received fully constrained on the delivery system, a slight bend in the device shaft and the deployment suture wound around the catheter roughly three times from the suture lumen to the distal end. During functional analysis, the stent failed to deploy using the pull ring. The stent was deployed by pulling the suture adjacent to the knot. The deployment suture was wrapped around the device that cause the shaft to bow under tension. No other issues were identified during the product analysis. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal ng stent was used to treat a stricture in the mid esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patients' anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the ultraflex¿ esophageal ng stent but after passing the stricture, the stent thread did not release completely. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.